Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00335 thru 3012447612-2018-00338.

Event description:
It was reported that a revision surgery was performed to address two screws which broke post-op. During the revision, it was found that there was no bone growth through the two spacers. The construct was removed and replaced during the revision. This is report two of four for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned screw was evaluated. The shaft was confirmed to have fractured. A review of the DHR did not detect any issues which would have contributed to this event. The labeling was reviewed; implant fracture and additional surgery are listed as possible adverse effects. The root cause can not be determined for the failure of the two screws. The screws had been implanted for about 4 years before a revision surgery was needed to replace the broken screws. It is likely that the patient did not follow post-operative precautions and exceeded the load limitations of the screws.